Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not powering up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem ( won't power up) has been confirmed. Upon evaluation, the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger/modem.